Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2015). The patient¿s meter has been returned on 5/20/2015 and evaluated by lifescan product analysis on 6/1/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter started reading inaccurately ¿around 9:00 pm approximately 4 months¿ prior to contacting lfs, when he obtained alleged inaccurate erratic readings of ¿20.5 mmol/l and 6.0 mmol/l¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ precision criteria. The patient manages his diabetes with insulin (no adjustments). He alleged that ¿right after the second test¿, he administered ¿40 units¿ of insulin. He denied that he developed any symptoms. No medical intervention was specified. The patient also denied using any other device to test his blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, his test strip vial was not cracked or broken and the test strips had been stored correctly. The patient had used the same approved sample site and the correct testing technique. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the reported results do not meet lfs¿ precision criteria, and the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.